Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient experienced trauma and fractured their femur just distal to the lesser trochanter. It is unknown if the trauma was caused by biomet product. Currently, there is no revision planned.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.